Event description:
Customer reported he experienced low blood glucose of 44 mg/dl; he treated with food. Customer stated his blood glucose has been dropping in the middle of the night. He stated that there were times where he suspended the insulin pump and woke up low. The threshold suspend might have cancelled the original suspend and then resumed after 2 hours. Customer also reported a low event of 47 mg/dl in the middle of the night; he had a smoothie and went back to bed. Customer also reported he ha experienced some high blood glucose levels and bruising with sensors. The drive support cap appears normal. Customer was disconnected during the rewind/prime sequence. Customer stated there was too much air in the vial. Time, date, basal rates and bolus wizard are set up correctly. Bolus history is correct. The insulin pump was not exposed to a magnetic field. Current blood glucose value is 235 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.